Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a bruise with a scabbed sore. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse treated and bandaged the area for the skin irritation. Follow up indicated that the skin irritation improved.